Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was a calcified, 99% stenotic lesion in the proximal left anterior descending (lad) to the mid first diagonal (d1) coronary arteries. The quantum maverick mr 15/2.5 mm balloon was used for predilatation. Ivus imaging was performed and a cypher 2.5x23 stent was implanted at the mid lad. Angioplasty was performed at d1 with the quantum maverick mr 15/2.5 mm balloon and a cypher 2.5x23 stent was subsequently implanted. A cypher 3.0x23 stent was implanted at the proximal lad. Kissing balloon technique was performed using a sprinter 2.5x15 balloon in the proximal lad and the quantum maverick mr 15/2.5 mm balloon at d1. Both balloons were inflated to 14 atms for 60 seconds and deflated, but the quantum maverick mr balloon would not deflate. The physician withdrew the sprinter balloon and inflated the quantum maverick mr balloon to 6 atms with the encore inflation device, but the balloon would not deflate. The balloon was removed via an 8f mach1 vl3 guide catheter, but was unable to deflate outside the patient's body as well. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "good."